Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the fenestrated bipolar forceps instrument wire was broken and did not function as intended during endo-wrist movement and usage of bipolar cautery. The instrument wire looks broken on the outer inspection. It was suddenly noticed because the surgeon lost the control of instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument didn¿t move on its own but the intended movement of closing the jaw was not proper. Then we noticed the broken thread and immediately replaced the instrument. Instrument movement was appropriate without lag, but the jaw was not closing, and wrist movement was not proper. The movements of the instrument scale appropriately to the surgeon's command. There was no patient injury.